Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Please disregard the information in this is a duplicate report. The information contained in this report has previously been reported on MFR number 3004753838-2020-094360.

Event description:
Please disregard the information in report number this is a duplicate report. The information contained in this report has previously been reported on MFR number 3004753838-2020-094360.